Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no complaint related issues were found. The product evaluation visual inspection revealed that the hexagonal recess of the set screws is completely worn out and the thread is damaged. The product investigation revealed that there were no manufacturing related faults that could be detected.

Event description:
It was reported that during an alif, l5 - s1 procedure, the synframe holding ring was slipping as the screw was slipping. In the same procedure the screw on top of the synframe guide rod was also stripping and slipping. The surgeon managed to complete the procedure with no adverse effect to the patient.